Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose level. The customer had issues with the reservoir and infusion set. During the process of getting the reservoir ready, she was unable to push the plunger rod to fill it. The device was not returned.